Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, the left ventricular (lv) lead dislodged after positioning and was not able to be maneuvered to the original position due to the patient's anatomy. The lv lead was not implanted and an alternate was installed on (B)(6) 2021. Patient condition was stable.